Event description:
It was reported that the pt complained of pocket pain from an interstim stimulator that was implanted on (B)(6) 2011. The pt did not want the implant because of the pain and discomfort at the pocket site. The entire system was removed on (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the event was not attributed to the device. The patient's pain was unable to be controlled by medication and the patient refused revision of the device. After the device was removed, a pain pump was used to administer 0.5% marcaine solution (2mg/hour x 2 day) with a result of resolution of the pain. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).